Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the screw driver shaft broke intraoperatively while final tightening a blocker. There were no reports of patient injury.

Manufacturer narrative:
The device was not returned so an evaluation could not be performed and no conclusions could be drawn. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that the screw driver shaft broke intraoperatively while final tightening a blocker. All broken pieces were removed from the wound. The procedure was completed using an alternative instrument. There were no reports of patient injury associated with this event.